Manufacturer narrative:
(B)(4). Date sent: 02/13/25 d4: batch #unk . Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: - firing sequence was started and completed. When the knife blade returned home and the stapler removed, the staples were malformed. Surgeon suspected that the slr buttress that was applied to the reload was applied incorrectly, causing the buttress to fold over on itself as the knife blade proceeded, moving the sled off course and staples not hitting the anvil pockets correctly 2. Did the device deliver any staples?- yes but malformed staples 3. If yes, were the staples formed properly?- no 4. If yes, was the staple line complete?- yes 5. Did the device cut?- yes 6. If yes, was the cut line complete? - yes 7. If yes, was there any issue with the cut line? - no 8. Was there any difficulty opening the device jaws? - none reported after speaking with the surgeon, they had used the stapler for a few firings prior with no issues. These firings were a green with buttress, then a few blues with buttress. On they second to last firing (blue with buttress), that is when the staples were malformed. He believes it was because the slr folded over on itself when it was inserted around the stomach, due to not properly inspecting and applying the buttress to the reload, and when the knife blade advanced, it got caught causing the sled to move off course and staples not to hit the anvil pockets correctly. They then fired another reload without any issues. He had to suture the staple line however. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported to the rep that during a sleeve gastrectomy procedure that the device mis-fired and the staples did not form. Stapleline was over sewn. Another stapler was not used to complete the procedure. There were no adverse consequences reported nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2025. D4: batch # c9e42g. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a tyvek, and with five (gst60g & gst60b) reloads present. The reload (b) was received with no apparent damage and fully fired. The reloads (c, d, e & f) were received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. Furthermore, the anvil bent upwards. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Upon visual inspection, it was noted that the handle shrouds partially opened and broken. It is possible that the damage on the handle shrouds was due to improper handling of the device. Additionally, five ech60r applicators were received with no apparent damage and all clamp arms were received in the fully disengaged position. The clamp arm assembly was tested for functionality and was found to be conforming. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. Also, the log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, an event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. Device history review- a manufacturing record evaluation was performed for the finished device batch number c9e42g, and no non-conformances were identified.